Manufacturer narrative:
Batch review performed on 20 march 2018 (B)(4). Investigation performed by r and d product manager on 21 march 2018. The retentive elastic connection of the tibial offset handle is broken at the level of the two lateral teeth. The breakage was caused probably due to excessive lateral force applied during searching for the best coverage. It is not clear if the breakage occurred with the trial insert in place on the tibia trial baseplate; if so, the constrain between femur and tibia could have stressed the handle while searching the best tibia coverage and the connection broke.

Event description:
During the trial reduction with trial components in place, while adjusting the tibial tray position for best coverage, the tibial handle suddenly disassembled from the tray. The tibial offset handle was broken.